Manufacturer narrative:
The investigation for the flow saturation issues has been completed. Data logs showed erratic, non-pulsatile motor current and high, non-pulsatile pump flow waveforms upon initial activation of the pump. There were also recurrent "impella position in aorta" alarms. The "impella stopped - motor current high" alarm triggered at the end of the case. In conclusion, given the nature of these metrics, it was determined that the cause of the saturated flow was most likely ingested biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 77yo female was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there were flow and unreliable signal issues. The team made choice to explant the 5.5 and replace pump with a cp. There was no patient harm reported.